Event description:
It was reported that prior to a port placement procedure the butterfly-winged needle allegedly had a bend. It was further reported that there was no spare sterile butterfly winged needle in the operating room. Furthermore, the outer and inner packaging had been allegedly damaged, and the instrument had been contaminated. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One photo was provided for review. The photo shows an infusion set and other components in which a bent in a butterfly-winged needle was noted. Therefore, the investigation is confirmed for the reported needle bent issue. However, the investigation is inconclusive for the reported device damaged prior to use as the exact circumstance at the time of the event reported was unknown. The investigation is inconclusive for packaging problem issue as no evidence was found in the provided photo. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a port placement procedure the butterfly-winged needle allegedly had a bend. It was further reported that there was no spare sterile butterfly winged needle in the operating room. Furthermore, the outer and inner packaging had been allegedly damaged, and the instrument had been contaminated. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 01/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.